Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula issue on (B)(6) 2026. The patient noticed symptoms within threee hours of insertion at the abdomen site. The patient experienced hyperglycemia (256 mg/dl) and received treatment with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.